Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The device had run on due to a damaged trigger assembly and corrosion affecting the components. The affected components were replaced. The handpiece passed all final inspection activities prior to returning to the account.

Event description:
It was reported by the customer that the device has a stuck trigger, it was found during testing. It was also confirmed by the service technician at the manufacturer facility that the device runs at full speed as soon as the battery is inserted. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.